Event description:
This man presented in 2007 with an abscess in the subcutaneous tissue of the right leg which when opened and explored was found to contain sponge material from the wound vac which had previously been employed to treat a larger more complex open wound in about 3 months prior. The sponge material was removed sponge was applied properly however when in the wound due to the spongy material and exposure to blood it mimicked "tissue" and was not identified as foreign body during the initial surgery for skin graft. Dates of use: 2007. Diagnosis or reason for use: bacterial infection due to staphylococcus aureus cellulitis of leg.